Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-03437 for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were found to have an issue during a colonoscopy procedure. According to the complainant, during the procedure, two clips grasped onto the tissue however, the clips would not release from the catheter. The physician pulled the clips off the tissue without causing any damage to the tissue. Each device was removed from the patient and no visual damage to either device was noticed. The case was completed with another resolution clip device. It was also reported that the estimated delay in the procedure was approximately 10 minutes and that the delay did not exacerbate the bleed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported that during a laparoscopic gastric bypass, the gas leaked profusely out of trocars when the co2 was attached. Another device was used to complete the case. There was no adverse consequence to the patient. (B)(4)

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. The analysis results found that device (b) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. The analysis results found tha device (c) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.